Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: kalva, s.p., athanasoulis, c.a., fan, c. Et al. ¿recovery¿¿ vena cava filter: experience in 96 patients. Cardiovasc intervent radiol 29, 559¿564 (2006). Https://doi.org/10.1007/s00270-005-0271-1.

Event description:
It was reported in an article in the journal of cardio vascular and interventional radiology titled " ¿¿recovery tm¿¿ vena cava filter: experience in 96 patients " that after filter placement, 12 of the 96 patients had signs and symptoms of pulmonary embolism (pe). The status of the patients was not provided.